Event description:
The information provided to sjm indicated an echo revealed an elevated gradient and a calcified leaflet. The valve was explanted and replaced with an unknown device. The patient has been discharged home.